Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and the lens would not unfold properly in the eye due to the pt's anatomy. The lens was removed and another type of lens was implanted without any pt injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there were no visible damage to the lens. There was evidence of a clear surgical residue.